Event description:
Customer reported device = 235 mg/dl at 7 am. Customer took their normal 25 units of insulin. Customer felt sweaty an shaky at 10 am. Took another device result - 187 mg/dl. At 11:00 am, customer felt more shaky and sweaty so paramedics were called. Paramedics device = 40 mg/dl. Paramedics gave customer an IV of a sugar sulution and took customer to the hosp. No further treatment was received until customer was released about 6 to 7 pm. No controls were used. A request was made for return product and replacement product was sent.